Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing during interrogation. The device has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm customer comment of a freeze during interrogation as radio frequency (rf) programmer head operation was intermittent and failed incoming test. The programmer interrogates with known functional rf head. Analysis also noted that the stylus and cursor alignment was off, the system fan was noisy, and the handle covers were cracked. The hard drive was reconfigured, reloaded and updated with software. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the radio frequency (rf) programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.